Event description:
Caller reported a cgm error 42 issue but successfully started their sensor session after contacting technical support. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, which effectively resolved the error.